Event description:
It was reported during testing conducted at the manufacturer's facility the device was overheating. There was no procedure, patient involvement, surgical delay, medical intervention or adverse consequences reported with this event.